Event description:
It was reported to philips that the x-ray pc was not starting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary diagnostic procedure was aborted. The philips remote service engineer (rse) noted that the issue seemed to be with the x-ray pc, as the flex pcs were functioning correctly, allowing visibility of the third-party pcs (patient monitor). A review of the system log files revealed multiple startup failures, yet the root cause of the issue could not be definitively identified. A field service engineer (fse) went onsite and implemented philips corrections. After which, the system was returned to use in good working order. This issue cannot be linked to any ongoing fsca.